Manufacturer narrative:
One unused device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to product specifications. Functional testing was performed which included pressure and clear passage under water tests; the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was disconnected from the connector right out of the package. This was identified prior to use. There was no patient involvement. No additional information is available.